Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera duodenovideoscope, exhibiting dark image. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was peeled off, and there was gap in the tip adhesive part, or dirt entered inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, dark image, bending angle is insufficient due to the elongation of the angle wire, play of the angle knob is out of the normal state due to the extension of the angle wire, rattling observed in the curved tube, scratches on insertion part serpentine, forceps lever did not work smoothly, curved rubber adhesive missing, adhesive part of the lighting lens peeled off, scratches on metal tip, scratches on the insertion part of the serpentine tube, scratches on operation part cover, scratches on grip, forceps stopper scraped, scratches on the universal code, scratches on scope connector side of the universal cord, and scope connector scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive part of the lighting lens and the gap in the tip adhesive part or dirt in the inside of the lens through the gap could not be determined. It is possible that the cause was stress due to repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.